Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced pain at the abutment site and loss of abutment in (B)(6) 2018. Subsequently, the patient was administered antibiotics (date and type not reported). A new abutment has not been placed as of the date of this report.